Manufacturer narrative:
Per the clinic, it was reported that the patient was converted to a transcutaneous osia implant system on (B)(6), 2023. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Poor sound quality and the experience of the recipient not getting enough gain with the baha attract system can be the result of many things. One reason can be a natural decrease in the recipients hearing, another reason can be that recipient has put on weight and the skin flap between the magnets has got thicker which reduces the gain. Magnet retention is a known complication with the baha attract system. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced poor sound quality and retention issue. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the implant magnet. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 08, 2023.